Manufacturer narrative:
Per clinician assessment on 10/14/2019 it was determined to remove patient code 2613 and device code 2993 and to add device code 4003. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019 additional information was received, the mentor failure analysis lab has received the device for evaluation. Furthermore, patient had underwent bilateral removal and replacement with mentor smooth round moderate profile saline breast implants on (B)(6) 2019. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information received, it was reported that the patient developed device migration. During visual evaluation of the sample, it was found with no apparent damage. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: radial folds. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with two 300cc mentor siltex round moderate profile saline breast implants experienced right sided deflation and pain and left sided radial folds post procedure. The mentioned complications were confirmed by a physician during a physical examination along with a magnetic resonance imagery test in (B)(6) 2019. As a result, patient had an explantation on (B)(6) 2019. This medwatch form is for the left breast prosthesis. See 1645337-2019-20213 for contralateral prosthesis report.